Event description:
An acusinch device was being implanted. The center of the coracoid was drilled and the anchor inserted. The surgeon then pulled the sutures through the clavicle, pulled the sutures through the button. The surgeon then went to tie the suture when the suture snapped in half where it was connected to the anchor. There was a delay in the surgery of 25 minutes.